Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the displacement test but failed during prime/a33 test due to loose drive support disk.

Event description:
The customer reported via phone call that the insulin pump sounds louder when it rewinds. The customer's blood glucose level was unknown. The device will not be returned for analysis.